Manufacturer narrative:
Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display.

Event description:
The customer reported via phone call that the insulin pump is not functioning. The customer¿s blood glucose was 134 mg/dl. The device will be returned for the analysis.